Event description:
Medtronic received information that during the implant of this 25mm avalus ultra bioprosthetic valve, it was reported that when the surgeon implanted the valve, the implant went fine, but when he went to remove the handle, he said the black sutures that hold the holder onto the valve, seem to protrude and sit up off of the holder a bit, making it more bulky, and they hit the aorta. He is concerned that it could tear or perforate the aorta. It didn't in this case, but he said it's a bad design to have them protrude up like that. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.